Event description:
It was initially reported by arjohuntleigh representative that lifting arm lowered uncommanded during use. The resident was being transferred from her bed to her wheelchair. There were two c.n.a.'s performing the transfer. When they were lowering the resident into her wheelchair, the lift would not stop going down. The battery was removed from lift to try and stop the lift from lowering, the lift continued to lower on its own. The c.n.a.'s unhooked the residents sling and lift was pulled back away from resident. From received information no injury occurred as a result of this incident.

Manufacturer narrative:
(B)(4).